Event description:
It was reported that the tip of the screwdriver broke off during provisional tightening of the screws. The broken tip was recovered. The surgeon noted that the patient had extremely hard bone. No patient complications were reported.

Manufacturer narrative:
(B)(4): this instrument was not designed to tighten the setscrew. Approximately 4mm of tip has been broken off, consistent with interface during tightening. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload and resulting in fracture at mas interface during tightening. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.